Event description:
It was reported that the was became kinked upon recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed through the was and into the laa of the patient. The physician performed three partial recaptures to reposition the device in an acceptable location. It was then decided that the device size was too large and a new wds would need to be used. While performing a full recapture of the closure device it was noted that the was became kinked. The closure device was fully recaptured and removed from the patient. The kinked was was removed and replaced with a new was. The physician completed the procedure successfully using the new was and a new smaller sized wds. There were no patient complications that were reported to have occurred.